Event description:
This report summarizes one (1) malfunction event. A review of the events indicated that model rf048f recovery filter, at some time post filter deployment, experienced migration of the filter. The device has not been removed and there were no reported attempts made to retrieve the filter. This report was received from one source. This event involved one male patient whose age and weight at the time of event were not provided. This patient had no reported patient injury.